Event description:
Through journal article "macaroni necklace technique - removal of a xen gel stent" from the american journal of ophthalmology, healthcare professional described a case patient who underwent xen45 gts implantation in unknown eye. Post-operatively patient developed endophthalmitis requiring explantation via a novel technique coined the "macaroni necklace."

Manufacturer narrative:
Article citation: kroeger, z. A., & flaxel, c. J. (2024). Macaroni necklace technique ¿ removal of a xen gel stent. American journal of ophthalmology case reports, 102099. Https://doi.org/10.1016/j.ajoc.2024.102099. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of endophthalmitis is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a3b, a4, a5, a6, b5, b6, b7, d6b, h6.

Event description:
Healthcare professional (hcp) additionally reported, xen®45 gts was implanted in left eye and patient was initially diagnosed with anterior uveitis. Then 20 days later diagnosis changed to intermediate panuveitis with concern for smoldering endophthalmitis and patient received intravitreal injection of amikacin and vancomycin, but inflammation did not improve. At unknown time, patient was provided treatment of cosopt® eye drops. 133 days after initial diagnosis, patient underwent xen®45 gts explantation and events were noted as resolved. Hcp suspects the device contributed to the event as inflammation improved upon device removal.